Event description:
The customer alleged that the generator stopped working during surgery; it worked with no issues the first half of the surgery and without anything changing, it stopped working. After extensive troubleshooting without success it was deemed unusable and the surgery had to be canceled. The patient was kept under general anesthesia for hours longer than anticipated and had to undergo a second surgery to complete the procedure. There was no further affect or harm on the patient.

Manufacturer narrative:
The unit was received in the repair department on (B)(6) 2023 the repair was completed, and the information was sent to symmetry on (B)(6) 2023. Complaint confirmed for stopped working. The unit has no output in spray. Root cause found c163 open on the relay board. After repair, the device was subject to testing with latest software release. The device passed tests and was found to be acceptable for use. There has been a total of 731 units sold since 2016 with 2 additional complaints recorded for similar occurrences. This device was manufactured in january 2019 and has been in use for approximately 3 years. Based on the above information, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional information that is pertinent to the investigation, a follow up report will be submitted.